Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. Patient had no consequences.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead reexhibited noise oversensing. No intervention was performed. The patient had no consequences.